Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of a low result for 1 patient tested for roche cardiac poc troponin t on cobas h232 instrument with serial number (B)(4). The troponin t result from the h232 instrument was 54 pg/ml. The patient was complaining of chest pain so he was taken by ambulance to the hospital. The patient was tested in the hospital on a cobas 6000 system and the troponin t result was > 10,000 pg/ml. Due to the difference in these results, the doctor did not trust the results from the h232 instrument. Qc results performed on the h232 instrument prior to the event were within range. After the initial point of contact, the customer stated the patient had died due to the "strength of the heart attack." The date the patient died was not provided by the customer. There was no delay in treatment during the initial event as the patient complained of chest pain and was transferred to the hospital. There was no allegation by the customer that the device caused or contributed to the death. The patient was tested on either the h232 instrument or the c 6000 system immediately after blood was drawn. The meter and test strips were requested for investigation, however, the test strips used by the customer are no longer available to return. Neither the h232 instrument nor a similar device is sold in the united states.

Manufacturer narrative:
The customer's meter was received for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.6 inr. Donor 2 inr: 2.3 inr. Donor 1 hct: 40%. Donor 2 hct: 44%. Testing results: donor 1: retention meter with master lot strips: 2.6 inr. Customer meter with master lot strips: 2.6 inr. Donor 2: retention meter with master lot strips: 2.3 inr. Customer meter with master lot strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
Relevant retention material roche cardiac poc troponin t of lot 30397810 was measured on a cobas h232 instrument at the investigation site with: two native blood samples and two spiked blood samples (c=80 ng/l and c=1800 ng/l), each blood sample n three test strips. The blood samples were measured on a cobas e 411 immunoassay analyzer at the investigation site. The mean of the measurements on the cobas h232: first native blood sample: <40 ng/l, second native blood sample: <40 ng/l , first spiked blood sample (c=80 ng/l): 76 ng/l, second spiked blood sample (c=1800 ng/l): 1750 ng/l. The cobas e411 measurements: first native blood sample: <3.00 pg/ml , second native blood sample: <3.00 pg/ml , first spiked blood sample (c=80 ng/l): 75.03 pg/ml , second spiked blood sample (c=1800 ng/l): 1710 pg/ml . The results from all measurements meet the requirements.